Manufacturer narrative:
A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. However, the investigation could not be completed; no conclusion could be drawn, as no product was received. This device was used for treatment not diagnosis.

Event description:
It was reported that during a k-wire insertion procedure, the small battery drive had no power in the hand piece. The facility confirmed that the procedure was delayed approximately 5 minutes while a spare device was retrieved. The spare device was used to complete the procedure with no further problem and no harm to the patient. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to the complaint not meeting the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #: 8030965-2013-04243